Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient event of intradialytic hypotension and the fresenius 2008t machine as the patient was in active treatment at the time of the hypotensive event. There is no documentation to show a causal relationship between the hypotension and subsequent hospitalization and the 2008t machine. Additionally, there is no report of a malfunction with the machine. The patient¿s gastrointestinal (gi) bleed, caused by diverticulosis, was most likely the cause of the hypotensive events and anemia, although the patient did have an estimated blood loss of 200ml at their prior treatment two days earlier which could have also been a contributing factor. That blood loss event was reported under MFR 8030665-2018-00377 and MFR 8030665-2018-00378. All information regarding the blood loss event can be found in MFR 8030665-2018-00377 and MFR 8030665-2018-00378. Should additional relevant information become available, a supplemental report will be submitted. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility clinical manager reported that a patient became hypotensive during their hemodialysis (hd) treatment. The patient¿s pre-treatment vitals were blood pressure (bp) 145/46, pulse 84 and regular, respirations 20, and temperature 97.0 f. Approximately 34 minutes into treatment the patient reported not feeling well. The patient¿s blood pressure was taken and recorded as 58/24 and a pulse of 52. Per the nursing notes, the patient moved their access arm (left) towards their back, which resulted in total arterial collapse. The arterial line was moved to the arterial catheter port. The patient¿s chair was reclined and 200 ml of normal saline (ns) administered. The patient was reported to be alert and awake, and additional normal saline was administered (volume not documented). It was reported that the patient¿s blood pressure was improving (94/29), patient administered oxygen via nasal cannula at 2 l/min, and treatment continued. The patient reported feeling anxious over self-infiltration and that anxiety caused the hypotensive episode. After treatment was continued, a second drop in blood pressure was recorded, 79/37, with a pulse of 72. A stat hemoglobin (hgb) was taken and was reported to be 8.6. Together with the hypotensive events and hemoglobin level, the patient¿s treatment was discontinued and patient transported to the emergency room (ER) via emergency medical services (ems). Per the hospital medical records, the patient presented to the emergency room with fatigue, hypotension, and low hemoglobin. A review of the patient¿s systems revealed fatigue, blood in stool, and hypotension, but no chest pain or edema. The patient was admitted to the hospital for further diagnostic workup with an admission diagnosis of anemia, gastrointestinal hemorrhage, and chronic anticoagulation. A cardiology consultation on (B)(6) 2018 revealed the patient was a candidate for watchman¿s device given their cardiac history. Additionally, a colonoscopy on (B)(6) 2018 revealed scattered diverticula through the colon, most pronounced in the descending and sigmoid colon, which was diagnosed as the source of the patient¿s bleeding. No further information has been provided as to the outcome of the patient or if the patient was discharged from the hospital. It is unknown if the patient continued hemodialysis therapy or if any fresenius products were utilized during patient's hospitalization. There was no report of machine malfunction or allegation of product deficiency related to the hypotensive episode during the patient¿s hemodialysis treatment.